Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl displayed error code 2004 and an error code 4020 in the control card. Both codes refer to leads failure. There was no patient involvement.